Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is an estimated date. Implant date is an estimated date.

Event description:
It was reported a patient with severe aortic stenosis underwent an implant procedure in (B)(6) 2017 of a 23 mm trifecta aortic valve. In (B)(6) 2020, echocardiogram (echo) was performed revealing significant regurgitation across the valve. There was no evidence of endocarditis or any other reason to explain the valves early failure. It appeared the cause was due to early structural degeneration of the valve. Sometime in (B)(6) 2022 the patient underwent a valve-in valve procedure, using an unknown valve.

Event description:
It was reported that on (B)(6) 2017 a patient was implanted with a 23mm trifecta gt valve due to severe aortic stenosis. The surgery was completed successfully and that patient recovered well after the surgery. On (B)(6) 2018, the patient had a follow up echocardiogram (echo), at which time showed good left ventricle and right ventricle systolic function, satisfactory appearances of the 23mm trifecta gt valve, with normal peak and mean gradient (peak velocity 176cm/s, mean gradient 7.6mmhg). On (B)(6) 2020, the patient had another echo due to shortness of breath. The echo showed moderate to severe aortic regurgitation and increased velocities across the valve (peak velocity 321cm/s, mean gradient 25mmhg). Left ventricular function was reported to be normal. An echo was performed on (B)(6) 2021, which revealed moderate aortic regurgitation, impairment of left ventricular function (ejection fraction 36-40%, peak velocity 280cm/s, mean gradient 15mmhg). In (B)(6) 2021, the patient was seen by the cardiologist due to shortness of breath, ankle swelling and heaviness in the chest. Physical examination revealed, pitting edema up to the calf, elevated jugular venous pulse (jvp), bilateral pulmonary crackles and ejection systolic and early diastolic murmurs. Patient's blood pressure was 151/50 and the patient was in sinus rhythm. The patient received diuretics and a plan was to perform a transcatheter aortic valve replacement implantation (tavi). Transesophageal echocardiogram (toe) and computed tomography (CT) scan confirmed severe aortic regurgitation. There was no evidence of endocarditis. Elective tavi was performed on (B)(6) 2022. A 23mm non-abbott valve was successfully implanted in a valve in valve procedure with no complications. The patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
An event of aortic regurgitation and and increased velocities across the valve was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Medical device problem code : 2682 - patient-device incompatibility no longer applies.